Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient received a high drain 105 alarm on the home choice device, during drain five of peritoneal dialysis therapy. The home patient was connected at the time of the alarm. A high drain alarm indicates that the home patient drained greater than 200% of the maximum prescribed cycle fill volume. The ultrafiltration for cycle five was 2103 ml. The care giver stated the home patient's therapy had just been changed from six cycles to five. The care giver stated that their registered nurse is aware of alarm, that they had no issues and did not want machine swapped. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.